Manufacturer narrative:
Ethnicity - (B)(6). Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved 6fr angio-seal was unable to deploy as the applicator design was back to front on the device. They were unable to twist it. They had to open a second angio-seal device. There was no patient harm. Additional information was received on 11may2021: the procedure performed was a femoral approach for percutaneous coronary intervention (pci) using a 6 fr sheath. There was no blood loss. The patient is in stable condition. A new angio-seal device was used to successfully complete the procedure.

Manufacturer narrative:
Two 6fr angioseal vip devices were returned for product evaluation. The returned devices included a completely deployed angioseal device and just the carrier tube for the other device. The carrier tube assembly was subjected to visual analysis. The device sleeve of the device was found to be in forward lock position. The bypass tube can be seen dislodged from the anchor and the bypass tube appeared to be in incorrect orientation. There were no anomalies observed on the second device which was completely deployed. The complaint can be confirmed for a detached bypass tube. The exact root cause of the allegation cannot be determined. It is likely that the bypass tube was dislodged upon opening and then the dislodged bypass tube was reinserted over the anchor in a wrong orientation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).